Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose. Blood glucose reading was 30 mg/dl. The customer did not feel well from their low blood glucose. The customer was treated with a glucose injection. The customer also reported receiving a bolus stopped alarm on the insulin pump. The customer's current blood glucose was 306 mg/dl. It was found that the max bolus amount was lowered on the insulin pump. The customer declined to troubleshoot for their high blood glucose. The insulin pump will not be returned for analysis.